Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the child was admitted to the hospital on (B)(6) 2020 due to "two lower extremity, hip rash with right foot and ankle swelling and pain for 2 days", perfect related examinations, diagnosis: allergic purpura, anti-allergic and symptomatic supportive treatment for children. On (B)(6) 2020, the patient was given a closed venous indwelling needle for venipuncture to facilitate the infusion treatment. The infusion process went unblocked. On (B)(6) march, bleeding was found in the venous indwelling site, and the patient child had no fever and no local redness. , the injection site was pressed to stop bleeding, and the patient child had no discomfort, and continued observation.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9077786. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: the child was admitted to the hospital on (B)(6) 2020 due to "two lower extremity, hip rash with right foot and ankle swelling and pain for 2 days", perfect related examinations, diagnosis: allergic purpura, anti-allergic and symptomatic supportive treatment for children. On (B)(6) 2020, the patient was given a closed venous indwelling needle for venipuncture to facilitate the infusion treatment. The infusion process went unblocked. On (B)(6) bleeding was found in the venous indwelling site, and the patient child had no fever and no local redness. The injection site was pressed to stop bleeding, and the patient child had no discomfort, and continued observation.